Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was damaged and missing the blue cover. The following information was provided by the initial reporter, translated from chinese: "(B)(6) 2022, the nurse opened the septum needle-free closed infusion connector before puncturing the indwelling needle for the patient, and found that there was no blue cover behind the connector."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was damaged and missing the blue cover. The following information was provided by the initial reporter, translated from chinese: "on july 20, 2022, the nurse opened the septum needle-free closed infusion connector before puncturing the indwelling needle for the patient, and found that there was no blue cover behind the connector."

Manufacturer narrative:
After further review, the MDR was submitted with the incorrect event type. Missing components in package is not considered a reportable event, as this would likely lead to customer inconvenience but would not lead to harm /serious injury. Therefore, MFR# 9610847-2022-00337 will be cancelled. H3 other text : see h10.